Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that needle part was stuck in the skin. Blood glucose was unknown. Customer also reported that when the customer went to hold the sensor to pull out the needle it came out a tiny bit but it didn't pull out. The product will be returned for analysis.